Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon receiving the device, it was discovered that the abrm coating had came off rather than the hydrophilic coating. A database search found no indication of a heightened patient risk associated with this failure mode with this device. Therefore, this event is now considered to be not reportable; no further reports will be submitted regarding this event.

Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. Customer (person): mobile: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the coating on a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter came off while flushing the device with saline. This event occurred following placement of the device in the user facility's "operation theatre". The coating was removed with wet gauze while cleaning/flushing the device with saline. Consequently, the saline turned a brownish color as it exited the lumens. No adverse effects to the patient have been reported.